Event description:
It was reported that the insulin pump and meter does not have any power. Customer's blood glucose was 142 mg/dl. Customer stated he troubleshoot with his healthcare provider but did not work. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.